Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.00 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the mounted stent was found to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.00 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the mounted stent was found to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.